Manufacturer narrative:
(B)(4).

Event description:
Physician was attempting to deploy an endeavor resolute drug-eluting stent to a lesion in the 1st diagonal with 80% stenosis and vessel tortuosity but the device could not cross. The patient is good. No clinical sequelae were reported. Evaluation summary: the stent was positioned between the marker bands as per specifications. The first distal stent segment was raised. The distal tip was damaged. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).